Manufacturer narrative:
Received only catheter that had been cut, for evaluation. The reported event was confirmed as use-related. The sample was visually evaluated and it was observed that the catheter was broke at the catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. Based on the evaluation, we conclude that the exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Method for use: do not inflate the balloon in the urethra. (The urethra may be injured). Do not pull the catheter hard. (The bladder/urethra maybe injured). Applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). [Contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patient who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that the catheter burst while in situ. There were no missing pieces of the balloon in the patient. It was stated that the patient was restless, but the catheter was fixed, so the catheter could not be pulled out by the patient. The same event happened twice with two different catheters to the same patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst while in situ. There were no missing pieces of the balloon in the patient. It was stated that the patient was restless, but the catheter was fixed, so the catheter could not be pulled out by the patient. The same event happened twice with two different catheters to the same patient.